Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion and infection. Reportedly, there was a dime-sized hole in the pocket and could see the pacemaker. The physician cut the hole out to check. The patient was prescribed antibiotics for a week and a half. No additional adverse patient effects were reported. The pacemaker was explanted.